Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma nail broke.

Event description:
Gama nail broke.

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3 11x200mm x 125° was alleged of 'implant breakage - nail' could be confirmed. Based on investigation, the root cause was attributed to be patient related. Unfortunately the cause of the failure is not known as no further details could be obtained. Therefore more detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. The device inspection revealed the following: the returned nail is indeed completely broken off at the proximal drill hole of the lag screw in fatigue manner after an implantation period of less than 6 months. The close up views indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. Therefore we can state that the root cause of the nail breakage must have been patient related. Unfortunately no further information could be obtained. Material deformation of the inferior edge of the proximal drill hole at medial referred to typical axial load application. It could not be determined if the patient had been compliant to the weight bearing instructions. From a technical point of view the returned nail broke in fatigue manner after an implantation period of about 4 months due to intra-operative damage contributed by high axial load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.